Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7080367. UDI: (B)(4).

Event description:
It was reported that the leads of the patient had fractured contacts that caused the impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure. The patient was doing well postoperatively and the explanted devices were kept by the facility.